Manufacturer narrative:
D1: brand name, corrected. D4: primary UDI number, catalogue number, and expiration date, corrected. Manufacturer's investigation conclusion: the reported event of a stripped backup battery cover screw was confirmed. The system controller, serial number hsc-138494, was returned with a stripped top left backup battery screw. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A manufacturing analysis task was opened to investigate the issue of a stripped backup battery cover screw which determined the most probable root cause is the material. The paired helicoil with the non-conforming captive screw was undamaged. With an undamaged helicoil it is not a probable root cause that the captive screw was originally in a threaded state. The captive screw was likely provided by the supplier to abbott in an unthreaded state. An awareness training, to inspect the retention screw threads are present and installed properly, was provided to assembly operators. An external corrective action request (ecar) was initiated and the supplier was notified of this issue. A root cause for this reported event cannot be conclusively determined through this analysis. Device history records (shop orders (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had stripped screws on the emergency backup battery cover. The controller was replaced with a new controller.